Event description:
It was reported that this patient experienced dizziness and syncope. Evaluation of the system was performed and it was determined that this implantable pacemaker exhibited pacing inhibition with asystole up to four seconds and high capture thresholds. This device was replaced and expected to be returned to boston scientific for analysis. No further adverse patient effects were reported.

Manufacturer narrative:
The returned pacemaker was analyzed and the baseline testing completed on the device found no failing conditions. Pacing and sensing functions were tested and the device was verified to operate as expected. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. Additional information was added to the following fields: report source.

Event description:
It was reported that this patient experienced dizziness and syncope. Evaluation of the system was performed and it was determined that this implantable pacemaker exhibited pacing inhibition with asystole up to four seconds and high capture thresholds. This device was replaced and expected to be returned to boston scientific for analysis. No further adverse patient effects were reported.